Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the reported issue during bench testing. Internal inspection of the ventilator revealed an unknown contamination on the o2 transducer circuitry of the analog board. This condition of the o2 transducer of the analog board can cause the "o2 hi" conditions. Carefusion replaced the analog board to address the reported issue.

Event description:
It was reported to carefusion that the unit was showing a "o2 high psi" error in the event trace log. While in service, the root cause to the reported issue was due to a malfunction of the ventilator from an unknown contamination. This reportable issue was discovered while in service, therefore there was no patient involvement.